Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. The instrument was inspected and the conductor wire insulation was found damaged near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. No thermal damage identified. The instrument was tested and passed electrical continuity. The conductor wire damage is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. A review of the device logs for the long bipolar grasper instrument (part# 470400-10 / lot # n10190805-0057) associated with this event has been performed. The logs showed that the long bipolar grasper was last used successfully on (B)(6) 2021 with system (B)(4) and had 6 uses remaining. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument conductor wire was damaged. Instrument was returned and failure analysis confirmed a damaged conductor wire insulation exposing the bare wires. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the user identified that the conductor wire of the long bipolar grasper instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the long bipolar grasper instrument was inspected prior to use. It was not known which surgical task was being performed when the issue occurred. It was not known if there was any sign of thermal damage at the site of the conductor wire breakage or if the instrument collided with other instrument or tool during the procedure. No fragment fell inside the patient.